Event description:
Report 4 of 4: it was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, customer noticed gel air bubbles and gel smearing in four (4) serum samples. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but five (5) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel smearing and gel air bubbles was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for gel smearing or gel air bubbles were not observed. There were no difficulties encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode gel smearing via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel smearing and gel air bubbles based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 4 of 4 it was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, customer noticed gel air bubbles and gel smearing in four (4) serum samples. No patient impact reported.